Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was successfully programmed postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five weeks prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five weeks prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The prior report incorrectly stated, "this product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available." This report is being submitted to remove this incorrect statement from the additional MFR narrative field (h11) in section h, device manufacturers only.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was successfully programmed postoperatively. The explanted device was kept by the medical facility.